Manufacturer narrative:
A ge representative evaluated the system and replaced a power supply. The system operates as intended.

Event description:
The customer reported a power supply was defective. This could prevent the system from booting up. No patient injury was reported.